Manufacturer narrative:
Co has completed its investigation of the MDR incident listed above &, after testing the device, co has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error or some unk anomaly. At this point, its investigation of this matter is closed.

Event description:
The patient, a niddm, awoke on 1/12 with symptoms of slurred speech, sweats and trembling. A blood glucose result on his one touch basic meter was 4 mg/dl. The patient's spouse called the hospital and was advised to give the patient orange juice. She continued to monitor him with results in the 300-500 mg/dl range. At approximately 1:30/p, a blood glucose result on his physician's meter was high. The patient was treated with 10u regular insulin and sent home several hours later. The meter is reportedly cleaned according to manufacturer's recommendations, however quality control tests designed to detect potentially inaccurate results are not performed.